Event description:
It was reported that post op a laparoscopic small bowel resection, a blue reload was used for the transection with complications. Several hours later, the patient had to be readmitted to surgery for post op bleeding. Two liters of blood was suctioned from the patient. It was noticed that the bleeding was from the staple line. It was not reported as to how the bleeding was controlled. Two units of blood were given to the patient. The patient has been discharged.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.additional information was requested, but to date, no response has been received. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.